Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod4s. During the procedure, while attempting to advance a pod4 through the introducer sheath, the hospital technician experienced resistance and, subsequently, the pod4 pusher assembly became kinked. Therefore, it was removed. The procedure was completed using a new pod4. There was no report of an adverse effect to the patient.